Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.

Event description:
The following information comes from the article "a case of an emergency endovascular treatment (evt) via retrograde approach, which was required by right common femoral artery occlusion after hemostasis with angio-seal vascular closure device following carotid artery stenting" which was taken from the abstract journal of "topic 2016 (tokyo percutaneous cardiovascular intervention course)", page 413. A patient in his 60s presented to the hospital with incomplete paralysis on the right side and was diagnosed with atherothrombotic brain infarction (abi) associated with severe stenosis of the left internal carotid artery (lt-ica). Severe stenosis of the iliac artery on both sides was also confirmed. Following treatment with percutaneous peripheral intervention and carotid artery stenting (cas), hemostasis was achieved with an angio-seal sts plus for a right common femoral artery (rt-cfa) puncture. One week following the procedure, a computed tomographic angiography revealed restenosis at the lesion in the lt-ica. Ten days after the procedure, another cas was attempted via a rt-cfa puncture in the same area. There was difficulty creating a puncture, and after repeated attempts the patient complained of pain in the peripheral lower extremity on the right side. The cas was performed via right brachial artery puncture. An angiogram revealed complete occlusion around the puncture site in the rt-cfa, and a slight collateral circulation had developed distal to the superficial femoral artery. The physician reported that the repeated puncture at the same area in the rt-cfa led to worsening of a subtotal occlusion caused by the angio-seal device deployment, resulting in complete occlusion. The occlusion was dilated with a balloon catheter and blood flow was restored. Three months later, the lesion in the rt-cfa was confirmed through angiography. The decision was made that further treatment was not required, although moderate stenosis had still remained.